Event description:
The customer reported via telephone call that on the morning of (B)(6), she woke up with a blood glucose reading of 400 mg/dl. The blood glucose reading was bought down to 243 mg/dl at the time of the call. The customer attempted to treat and the insulin pump alarmed for no delivery. The customer treated with manual injection. The customer reported that she changed the site and that the insulin pump alarmed again later that day for no delivery. The customer was advised to disconnect the insulin pump and was assisted in performing a fixed prime and the customer stated that insulin did not exit. The customer was unable to remove the infusion set to check the cannula and was advised to change the infusion set. The customer was sent a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.